Manufacturer narrative:
The user facility has declined to return the device to olympus for evaluation. The exact cause of the reported event cannot be determined. However, the instruction manual provides warning statements to mitigate the risk of patient injury which states¿prior to use confirm the lower left quadrant of the generator display indicates the device name pk aim and the pk aim default bipolar settings in the same quadrant. If this is not confirmed do not use the device. The monopolar settings will be shown in the upper or lower right hand quadrant depending on if the pk aim monopolar plug is connected to the upper or lower socket, respectively. There are no default monopolar output settings for the pk aim device. Read all instructions carefully, including instructions for all generators and accessories. Prior to use, ensure that all package inserts, including warnings and cautions, and instructions for use are read and understood. Safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the user. Failure to properly follow the instructions, warnings, and cautions may lead to serious surgical consequences or injury to the patient.¿

Event description:
Olympus was informed that during a breast augmentation procedure, the surgeon noted that while activating the device with monopolar energy to grasp the patient¿s tissue, the bi-polar would turn on intermittently. There was no bleeding reported. The intended procedure was completed without delay using the same device. There was no patient injury reported.